Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a system error (se) 2240 in dwell 3. The technical service representative (tsr) had the hp close all clamps and the transfer set then cycle power off/on. The hc alarmed with se 2367. The tsr had the hp cycle power off/on to press go to start prompt. The tsr explained the alarm and caregiver stated a supply bag fell off the table and disconnected. The tsr explained to discard all supplies and report the alarms to the peritoneal dialysis nurse the next morning. There was no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(6) 2010. The nurse stated that the hp is currently performing therapy without any complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) stated a supply bag fell off the table and disconnected. A batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.